Manufacturer narrative:
A sterile device was returned for analysis. The reported leak was able to be confirmed. Upon negative pressure, a leak was observed as constant air bubbles were noted in the syringe confirming the reported leak. Applied pressure at 14 atmospheres and there was no water leak noted to the indeflator. The investigation determined the reported difficulties appears to be related to a potential product quality issue. The issue is being addressed per internal operating procedures. Abbott vascular will continue to trend the performance of these devices.

Event description:
Device analysis noted a leak in the sterile device when pulling negative pressure. There was no patient involvement.